Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: there are three possible devices involved in the event as follows: pds ii (polydioxanone) suture. Monocryl plus antibacterial sutures: product code (B)(4), batch da6744. Coated vicryl rapide (polyglactin 910) suture. In addition, a review of the batch manufacturing records for the possible monocryl plus batch number was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an abdominoplasty procedure on (B)(6) 2011 and suture was used. On office visit (B)(6) 2011, the jp drains were removed. On office visit (B)(6) 2011, the patient experienced a hot, reddened area in the groin. On office visit (B)(6) 2011, the patient underwent an incision and drainage of the groin pocket of fluid.